Event description:
A report was received that a dual-implanted patient underwent a procedure to electively explant one of the ipgs. During the procedure, the physician used monopolar electrocautery. The physician explanted the second ipg, and the patient was implanted with a new ipg. The patient is reportedly doing well after the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn for evaluation as they were kept by the medical facility. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.